Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at follow up the right atrial (ra) lead exhibited occasional atrial undersensing. The lead was reprogrammed, and atrial sensitivity was changed. The physician has decided to leave the lead in its current position and follow up in one month. No patient complications have been reported as a result of this event.